Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the external pulse generator (epg) generated an error at start-up. It was noted that the epg would not power up due to contamination. It was additionally noted that the main printed circuit board, upper case, keypad flex, encoder assembly, lower case, display, display frame and insulator label were contaminated. The output connector assembly was replaced as a preventative. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) generated an error at start-up. The device has been returned for service. There was no patient involvement. It was further reported that the external pulse generator (epg) subsequently tested out of specification during manufacturer's analysis.